Event description:
Related manufacturer reference number: 2017865-2022-42424. Following the advisory for premature battery depletion with the implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. It was also reported that the patient presented in clinic for follow up. Upon review, the atrial lead exhibited noise leading to over-sensing, inappropriate automatic mode switch and pacing inhibition. The lead was explanted and replaced. The patient condition was stable.